Event description:
A high readings issue was reported with the adc device. Customer received higher sensor scan results compared to readings obtained on the built-in reader and experienced dizziness. The customer was unable to self-treat and required treatment of glucose IV provided by a healthcare professional for hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. Sensor scan result of 80 mg/dl was compared to built-in reader readings of 19 mg/dl and 20 mg/dl respectively. The results when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Additional information: section d4 (serial no) & (UDI) were updated based on the returned product. Section d4 & h4 (device expiry & mfg date) were updated based on the returned download. (B)(6) was returned and investigated. Performed a visual inspection on the returned sesnor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the sensor tail indicating that the sensor activated. The sensor was de-cased and no issues were observed upon visual inspection of the pcba (printed circuit board assembly. Extended investigation has been performed on the returned sensor. Performed a visual inspection on the returned sensor, no issues observed. Attempted to extract data from returned sensor after de-casing, but the sensor did not read. The returned battery was measured, and results were within specification. Performed a visual inspection on the returned sensors pcba (printed circuit board assembly), observed that the sensor¿s connector had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Adc is unable to perform further testing at this time due to damage during de-casing. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received higher sensor scan results compared to readings obtained on the built-in reader and experienced dizziness. The customer was unable to self-treat and required treatment of glucose IV provided by a healthcare professional for hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. Sensor scan result of 80 mg/dl was compared to built-in reader readings of 19 mg/dl and 20 mg/dl respectively. The results when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sesnor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the sensor tail indicating that the sensor activated. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was de-cased and no issues were observed upon visual inspection of the pcba (printed circuit board assembly). The returned battery voltage was measured to be within specification range. Sensor doesn't communicate with evm . Damaged antenna was observed on pcba (printed circuit board assembly). Extended investigation has been performed on the returned sensor. Performed a visual inspection on the returned sensor, no issues observed. Attempted to extract data from returned sensor after de-casing, but the sensor did not read. The returned battery was measured, and results were within specification. Performed a visual inspection on the returned sensors pcba (printed circuit board assembly), observed that the sensor¿s connector had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Adc is unable to perform further testing at this time due to damage during de-casing. Section h6 (investigation findings) code 4247 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. Section d4 (serial no) & (UDI) were updated based on the returned product. Section d4 & h4 (device expiry & mfg date) were updated based on the returned download. Section d4 (serial number) was updated from (B)(6) to (B)(6) . All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section d4 ( expiration date) was incorrectly documented in the previous report. Correction has been made.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. N/a was selected for PMA/510(k) # as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us; however, libre 3 is same/similar to libre 2 which is currently on market in the us. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received higher sensor scan results compared to readings obtained on the built-in reader and experienced dizziness. The customer was unable to self-treat and required treatment of glucose IV provided by a healthcare professional for hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. Sensor scan result of 80 mg/dl was compared to built-in reader readings of 19 mg/dl and 20 mg/dl respectively. The results when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported medical event.